Event description:
The customer reports during a retrograde intrarenal surgery (rirs) procedure using a uretero-reno fiberscope, the physician could not see anything. There was a clinically relevant delay in the procedure. The procedure was completed with a disposable ureterorenoscope. There was no harm to the patient. Additional details regarding the reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report has not yet been evaluated by olympus, although it is anticipated. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: the user can detect the event properly by handling device in accordance with the following IFU statement. ¿3.8 inspection of the endoscopic system. Inspection of the endoscopic image. 1 turn the light source on as described in its instruction manual to illuminate the examination light. 2 observe the palm of your hand in the endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 rotate the diopter adjustment ring until the fiber pattern is clear. Confirm that an object approximately 5 mm from the objective lens can be seen clearly.¿ the user can reduce/prevent occurrence of the suggested event by device handling in accordance with the following IFU statement. ¿·1.4 precautions perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause damage to the bending mechanism or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·5.4 leakage testing of the endoscope. Perform the leakage test¿. Conclusion: the definitive cause of the reported events could not be established.